Manufacturer narrative:
Customer care initiated follow-up attempts to gather additional information; however, the user was not reached. Difficulty with sensor removal is a known and anticipated potential adverse effect as described in the eversense user guide, which does not require additional investigation.

Event description:
On (B)(6) 2026, senseonics was made aware of an incident in which the healthcare provider reported an unsuccessful attempt to remove the sensor. No additional details regarding the removal procedure or sensor condition were available.